Manufacturer narrative:
PMA/510(k)#: k162717. Device evaluation: the evo (evolution® esophageal controlled-release stent - partially covered) device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file was created from the attached journal article. This file captures patients needing repeat stenting had tumour ingrowth / overgrowth. Documents review including IFU review: as the evo (evolution® esophageal controlled-release stent - partially coveredl) device from unknown lot number, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo (evolution® esophageal controlled-release stent - partially covered) devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, ifu0061-6, which informs the user about the potential complications "additional complications include, but are not limited to : perforation, hemorrhage, aspiration, reflux, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complication include, but are not limited to: stent misplacement and/or migration; tumor ingrowth or overgrowth; esophageal ulceration and erosion; nausea; chest or retrosternal pain; foreign body sensation; food bolus impaction; gasbloat; sensitivity to metal components; fistula involving trachea, bronchi or pleural space; intestinal obstruction secondary to migration; mediastinitis or peritonitis; airway compression; tracheal obstruction. On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient condition related, as per instructions for use, tumor ingrowth or overgrowth are listed as a potential complication following the placement of this device. Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per literature review khamayski et al 2016 "self-expandable metallic stents for the palliation of malignant dysphagia: a single center experience" '' repeat esophageal stenting - a total of 13 / 42 (30.9%) required a second stent placement'' confirmation 4/13 replacement stents used were evolution stent (n = 4). Number of evolution stents with repeat stenting procedures = 6. 8 cases - patients needing repeat stenting had tumour ingrowth / overgrowth (n=8). We cannot confirm that cook stents were used for the specific issue of tumour ingrowth / overgrowth so this file is being opened conservatively. Potentially evo-20-25-x(x)(.x)-e) (unknown). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. They required a second stent placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k) number: k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. User facilities: (B)(6) faculty of medicine, (B)(6) institute of technology. Interventional endoscopy unit, department of gastroenterology, (B)(6) health care campus, (B)(6) . Institute of gastroenterology and hepatology, (B)(6) medical center, (B)(6).

Event description:
As per literature review khamayski et al 2016 "self-expandable metallic stents for the palliation of malignant dysphagia: a single center experience." Repeat esophageal stenting - a total of 13 / 42 (30.9%) required a second stent placement'' confirmation 4/13 replacement stents used were evolution stent (n = 4). 8 cases: patients needing repeat stenting had tumour ingrowth / overgrowth (n=8). We cannot confirm that cook stents were used for the specific issue of tumour ingrowth / overgrowth so this file is being opened conservatively. Potentially evo-20-25-x(x)(.x)-e) (unknown).